Event description:
Reported by staff in the cvor this supply is experiencing failures during priming and when placed in the "power pulse" mode. In the "power pulse" mode, the lytic that is delivered should not return to the waste bag because the lumen should close. Recently, when the angiojet machine is placed in the "power pulse" mode, the lumen(from the angiojet tubing) does not close which causes the lytic to return into the waste bag. The cvor staff has reached out to the rep,and her instructions to the staff was to clamp the waste bag when this failure occurs. Since this has been brought to our attention, our staff have reached out to the boston scientific rep for more information on this. Staff have not been able to contact her to discuss this issue with her or the "quick fix" that she has recommended. Not sure if clamping the angiojet's tubing is an indicated use for this product. Staff have also looked to see if there is a substitute for this product and has not found one.